Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within specifications. The ccc specialist reviewed the abnormal assay data and concluded that there was indication of sample mix issue. Upon the ccc specialist's instructions, the customer ran mix tests and found that the sample probe 1 (s1) overmix was out of specification. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the s1 and reagent probe 1 mixers and sample probe. The cse performed auto-alignment and ran alignment, mix and o-mix tests. The customer performed calibration and ran quality control. A siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist concluded that the data was consistent with instrument related issues with the potential cause being failure of mixer. Inadequate or inconsistent mixing can result in imprecision and impact the accuracy of result recovery. The cause of the discordant, falsely low co2 and gluc results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and glucose (gluc) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and gluc results.